Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported patient was admitted to hospital and in person device interrogation performed. Physician requested to change time of sleep mode to correct hours. Unsure if programming caused the syncope. Patient will follow up with clinic. The ipg remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to emergency department due to syncopal episode. The implantable pulse generator (ipg) was observed with 6 hour clock difference with sleep rate programmed on so the patient was sensed below the programmed rate. The patient was hospitalized for observation. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.